Manufacturer narrative:
A device history record (DHR) review of lot 17629563 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a guidewire (chevalier, fmd) crossed the lesion and a saber (2mm10cm 90) percutaneous transluminal angioplasty (pta) was delivered to the lesion. Then it inflated; however, it ruptured at 5 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new saber pta (3mm*100cm). The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the bk. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.

Event description:
As reported, a guidewire (chevalier, fmd) crossed the lesion and a saber (2mm10cm 90) percutaneous transluminal angioplasty (pta) was delivered to the lesion. Then it inflated; however, it ruptured at 5 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new saber pta (3mm*100cm). The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the bk. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. A non-cordis inflation device was used. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent.

Manufacturer narrative:
Complaint conclusion: as reported, after a non-cordis guidewire crossed the lesion and a 2x100mm 90cm saber percutaneous transluminal angioplasty (pta) was delivered to the lesion; however, it ruptured when inflated to five (5) atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new saber pta (3x100mm). The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the below the knee (bk). The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was reportedly unknown, however additional information provided that the device was used for a chronic total occlusion (total occlusion >3 months). The product looked normal when removed from its packaging. The device prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. A non-cordis inflation device was used. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The device was not returned for analysis. A device history record (DHR) review of lot 17629563 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto lesion) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.